Event description:
It was reported that the procedure was to treat a perforation in the mid right coronary artery. The 4.0x19mm graftmaster rx was deployed at 16 atmospheres (atm); however, failed to seal the perforation. Additionally, post dilatation with a 4.5mm non-compliant balloon was performed at 20 atm, but device still did not seal. Another 3.5x19mm graftmaster rx was deployed at 16 atm and successfully sealed the perforation. Standard post-dilatation was performed with a 4.5x12 non-compliant balloon at 16 atm. There were no adverse patient sequela and no clinically significant delay reported in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported failure to seal; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.